Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Bg value was not provided for low bg events. The customer declined assistance regarding the issue. No additional information was provided.